Event description:
The case involved deployment of the duett sealing device in an interventional pt (7f) receiving reopro and heparin. The arterial stick was performed by a 1st year fellow. The duett deployment was performed by a certified duett user. Within 20 min. Of deployment, a large hematoma formed on the inner thigh. A femostop was applied too tightly, and the pt had a vasovagal reaction. The femostop was loosened and the pt recovered from the vasovagal reaction. In response to a drop in the pt's hemoglobin/hematocrit count, the pt was transfused with 2 units of blood. The pt outcome was ok.